Event description:
It was reported that the customer was hospitalized with high blood glucose over 400mg/dl. It was stated that the customer's insulin pump alarmed and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self test, error test and displacement test. The insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk. Unable to complete functional test including occlusion test, prime and excessive no delivery alarm test due to prime alarm. The insulin pump received with cracked case on lcd display window corners, cracked reservoir tube lip and scratched lcd window.